Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that pta was being performed on a lesion in the external iliac to the superficial femoral artery. Stent deployment: the target lesion was external iliac to superficial femoral artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. Approach was made ipsilaterally. The target lesion was long. After the initial stent (details unknown) was placed in the lesion, smart control (complaint product) was delivered to the target lesion for the second stent. However, the stent was jumped forward and placed distal to the target lesion. Therefore, another new product (cat/lot unknown) was delivered and placed in the lesion without problem. The procedure was completed. There was no adverse event and the patient is in stable condition. No product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and the user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent.

Manufacturer narrative:
The report received from the affiliate indicated that pta was being performed on a long lesion in the external iliac to the superficial femoral artery in which calcification, vessel tortuosity and the rate of stenosis were unknown. Approach was made ipsilaterally. After the initial stent (details unknown) was placed in the lesion, a smart control was delivered to the target lesion as the second stent. However, the stent jumped forward and was placed distal to the target lesion. Therefore, another new product was delivered and placed in the lesion. The procedure was completed. There was no adverse event and the patient is in stable condition. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and the user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15440695 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.